Manufacturer narrative:
Dates of event and implant: dates are estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The scaffolds remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #.

Event description:
Details are listed in the attached article, titled ¿five-year follow-up of patients who underwent everolimus-eluting bioresorbable scaffold implantation." It was reported through a research article identifying absorb scaffolds that may be related to the following: myocardial infarction, subacute/late/very late thrombosis, deaths, and revascularization. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number were not provided. The reported patient effects of myocardial infarction and thrombosis as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported difficulties and patient effects could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached titled: five-year follow-up of patients who underwent everolimus-eluting bioresorbable scaffold implantationna .